Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was clogged during injection. The following information was provided by the initial reporter: "during injection finding 10-15 pen needles that clog/fail during injection. . "